Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. External visual inspection showed no damaged. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The device passed measurement comparator testing, no issues related to measurement accuracy were identified during testing. The unit was determined to be fully functional.

Event description:
The customer reported blood pressure readings are high 2 out of 5 times. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported blood pressure readings are high 2 out of 5 times. No patient impact or consequences were reported.